Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the highly calcified circumflex artery. A 182 cm pt2 guide wire was selected. The physician "could not get anything down ". It was noted that the wire tip sheared off and was left inside the patient's body. The wire was not removed. The physician decided to stop the procedure. No further patient complications were reported.